Event description:
Aspirated 35 cc of yellow fluid [knee effusion]; swelling [knee swelling]; pain [knee pain]. Case narrative: initial information received on 27-nov-2018 regarding an unsolicited valid serious case from united states received from other healthcare professional. This case involves a (B)(6) years old female patient who experienced aspirated 35 cc of yellow fluid, swelling and pain, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate), intrarticular injection, 1 dosage formaula,1x frequency (lot - unk). On an unknown date in (B)(6) 2018, patient presented with swelling and pain a couple of days after the injections. Doctor aspirated 35cc of yellow fluid and gave her a cortisone injection. Patient returned for a follow up yesterday and had indicated that she had a good relief about a week after her injection and was doing much better now. No information was provide regarding lot number and expiration date. It was unknown on which knee the synvisc one was injected. Corrective treatment: cortisone for aspirated 35cc of yellow fluid. Outcome: recovering for all the events. Seriousness criteria: intervention required for all events. A product technical complaint (ptc) was initiated on 29-nov-2018 for synvisc one. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 29-nov-2018. Gptc number added and results were updated. Text amended accordingly.